Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the cast cutter is losing power during a procedure. User felt a shock from the saw. There was no injury or medical intervention needed due to the shock. The procedure was completed with a back up device without a delay. After receiving at manufacturer facility, it was noted that there are bare copper wires exposed on the device.

Event description:
It was reported that the cast cutter is losing power during a procedure. User felt a shock from the saw. There was no injury or medical intervention needed due to the shock. The procedure was completed with a back up device without a delay. After receiving at manufacturer facility, it was noted that there are bare copper wires exposed on the device.

Manufacturer narrative:
The reported event, device seems to cut out, was duplicated. Through functional and visual inspection, the technician observed that the device had a cut cord with bare wire exposed. The output shaft assembly and hood assembly were stripped and the rocker switch was found to function intermittently, causing the device to hesitate when started. The rocker switch, cord assembly, output shaft assembly, and hood were replaced, along with other suggested components, and the repaired device was returned to the customer after passing the final inspection.